Manufacturer narrative:
No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Expiration date: 02/2020. Based on the available information, this event is deemed to be a reportable malfunction. Based on information provided, no patient harm occurred. Additional details have been requested but have not been received to date. When additional information becomes available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the filling hose (inflation port) broke off during use. The reporter stated, "this event occurred probably while filling the hose and leaked water while device was in use for two (2) hours in patient. Nurse noticed water in patient's bed, filling hose of device was lying loose in patients bed. Device was removed and new one put in. Patient did not lie on top of hose or device." Photos provided show a detached inflation port. The device was inserted to manage medication related to diarrhea and at insertion the inflation port was intact. Due to the leakage of filling water, the patient had to be cleaned and needed new bed covers, the situation was uncomfortable for the patient, staff and patient's family. It was stated that the device was visually inspected prior to use and no anomalies were noted. Also there was no resistance/difficulty observed while inflating the retention balloon. The maximum fluid used was 45ml. No patient harm was reported. No further patient details were provided.

Manufacturer narrative:
Upon review of the quality control (qc) record for lot# 15fm0001 by the manufacturer, no exceptional records were found. Four (4) retention samples for lot# 15fm0001 were reviewed by the manufacturer. The appearance of the balloon, catheter body and valve function were normal. No broken tube and separation at the joint were found. Complaint simulation testing on two (2) retention samples of lot# 15fm0001 was performed. No unusual tensile forces were found. A batch record review indicates no discrepancies. A photograph has been received for this complaint, which was evaluated. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.